Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: b5, d10 and g2 - health professional and distributor are not applicable to this event. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error message e486 occurred due to one of the following: no instrument connected (permanent error, user error). A defective instrument or cable has been connected (permanent error, user error). A non-compatible instrument/cable has been connected (permanent error, user error). Activation of the esg-400 within 2 seconds of connecting the instrument (temporary error, user error). There is a hardware error on the motherboard (typically l74 or ic28), (permanent error). Additionally, it is likely that the error message e006 occurred due to one of the following: tissue build-up on the electrodes. The instrument is in a gas bubble during activation. Increased contact resistance due to poorly or insufficiently connected contacts in the working element or the connection cable. Increased contact resistance due to defective contacts in the working element or the connection cable. Increased contact resistance due to defective contacts in the universal socket, e.g. Due to corrosion. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following instructions for use: the error messages e486 (and e619 for more recent devices) is described in chapter 8 'troubleshooting': "wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated." In older IFU's this note is unfortunately missing in the description of error e486. In the recently published 'product letter no. 11 instrument recognition issue' the following can be read: "this message is displayed when the universal socket was activated too early (within two seconds) after connecting the olympus instrument to the generator because the instrument recognition data readout process from the instrument internal memory chip is still in progress. The description of error handling in the message helps the user to solve the problem. Note: this error type is valid only for latest software versions 4.09/4.11. Therefore, the e619 never occurred with software 3.06 which covered this root cause by e486, too. Olympus will continue to monitor field performance for this device. Related patient identifier: (B)(6) - model: wb91051 / sn: unknown.

Event description:
The issue was found during a therapeutic liver treatment procedure.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 00149.

Event description:
It was reported, that the electrosurgical generator had errors e486 and e006 found in the error log. The issue was found during the liver treatment procedure. There were no reports of patient harm as a result of this event.